Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant using a large flexnav delivery system. The native annulus was measured to be 21mm. In 2014, a 25mm non-abbott valve was successfully implanted in the aortic valve. The non-abbott valve needed to be replaced due to leaflet calcification. Therefore, the non-abbott valve was explanted and the 25mm navitor valve was chosen for implant as a replacement. During deployment of the navitor valve, the aortic annulus stent would not open completely. During the second deployment attempt, the physician stated that the risk for the valve to pop out was high because the stent frame was under expanded. The 25mm valve was not released from the delivery system while inside the patient. A 23mm navitor valve was implanted. There was no paravalvular leak (pvl) post implant. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was reported as stable.

Manufacturer narrative:
An event of high risk for the valve to pop out due to under expansion of stent frame was reported. It was also reported that the aortic annulus stent would not open completely during deployment. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "the navitor¿ valve is designed to be implanted in the native calcific aortic heart valve without open heart surgery and without concomitant surgical removal of the failed native valve

Event description:
It was reported that in 2014, a 25mm non-abbott valve was implanted in the aortic valve. A valve in valve was required due to leaflet calcification. On 15 june 2023, a 25mm navitor valve was chosen for implant using a large flexnav delivery system. The native annulus was measured to be 21mm. During deployment of the navitor valve, the aortic annulus stent would not open completely. During the second deployment attempt, the physician stated that the risk for the valve to pop out was high because the stent frame was under expanded. The 25mm valve was not released from the delivery system while inside the patient and was removed from the patient. A new 23mm navitor valve was then selected and was implanted successfully. There was no paravalvular leak (pvl) post implant. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was reported as stable.